Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The physician repositioned the lead and obtained appropriate measurement. Additional information indicates that the dislodgement was confirmed via x-ray. High pacing threshold in the right ventricular (rv) lead was noted. The rv lead remains in service. No additional adverse patient effects were reported.